Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was over 511 mg/dl. Customer had has been running in the 500's mg/dl. The customer stated that the sensors had never worked right and the pump was not working. Customer stated that when she goes to deliver a bolus or anything it was not always pumping. Customer husband stated that that the pump just had not been delivering right when she goes to deliver insulin for bolus or basal it is just not pushing right and stated that the sensor never worked either and she has not been able to get in touch with her trainer. The device will not be returned for analysis.